Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high pacing threshold measurements and loss of capture. Noise and oversensing was also noted on the rv lead. No pacing inhibition or asystole greater than 2 seconds observed. It was indicated that the lead appeared normal under fluoroscopy. The observations were thought to have been due to a lead fracture. The rv lead was surgically abandoned and replaced and the device replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.